Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. The cause was not determined. A local boston scientific field representative reported the patient will continue to be monitored with regular follow up. At this time, the system remains in service. No adverse patient effects were reported.